Manufacturer narrative:
Returned for evaluation was one starburst talon probe. A visual review noted the presence of dried saline. Array #1 is broken off. The fractured piece was returned in a specimen cup and is 5mm long. Array #2 is fractured 5mm from the tip but is still attached with the thermocouple wire exposed. Array # 3 is in good condition and array #4 is bent 7mm from the tip. Array window #1 was viewed under a microscope and the tine tip is visualized to be stuck under the edge of the window. The customer's reported complaint description of a tine breaking off is confirmed. In addition to a missing tine, 2 other tines were noted to be damaged. The missing tine was visualized trapped in the deployment window. The most likely root cause of the arrays being broken is due to twisting or excessive force during use. This device is fully deployed in the device tray when shipped from the manufacturing facility. A device history records search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. This does not appear to be the result of a manufacturing failure. The instruction for use, which is supplied to the user with this catalog number, contains the following statements: inspect the device for any damage. Do not use a device that has been damaged. Do not twist or exert high forces on the device while it is deployed in the tissue. This may cause the needles to break and remain in the tissue. Do not remove the device without ensuring that the needles are fully retracted within the trocar. This may cause the needles to break and remain in the tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference #(B)(4).

Manufacturer narrative:
Returned for evaluation was one startburst talon probe. A visual review noted the presence of dried saline. Array #1 is broken off. The fractured piece was returned in a specimen cup and is 5mm long. Array #2 is fractured 5mm from the tip but is still attached with the thermocouple wire exposed. Array # 3 is in good condition and array #4 is bent 7mm from the tip. Array window #1 was viewed under a microscope and the tine tip is visualized to be stuck under the edge of the window. The customer's reported complaint description of a tine breaking off is confirmed. In addition to a missing tine, 2 other tines were noted to be damaged. The missing tine was visualized trapped in the deployment window. The most likely root cause of the arrays being broken is due to twisting or excessive force during use. This device is fully deployed in the device tray when shipped from the manufacturing facility. A device history records search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. This does not appear to be the result of a manufacturing failure. The instruction for use, which is supplied to the user with this catalog number, contains the following statements: inspect the device for any damage. Do not use a device that has been damaged. Do not twist or exert high forces on the device while it is deployed in the tissue. This may cause the needles to break and remain in the tissue. Do not remove the device without ensuring that the needles are fully retracted within the trocar. This may cause the needles to break and remain in the tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference # (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on april 04, 2017: a male (B)(6) patient presented for an rfa ablation of the liver. The starburst talon rfa probe was functional tested during prep for the procedure with no complications. During the procedure, it was reported three of the four tines fractured off inside of the patient. The fourth tine was reported as fracturing, but sliding down inside of the probe trocar. The three fragments were successfully retrieved from the patient. Via x-ray, it was confirmed there were no unretrieved device fragments left inside of the patient. The device was set aside and a new of the same was used to successfully complete the procedure. It was reported the patient did not suffer any adverse effects due to the event. The reported defective device has been returned to the manufacturer for evaluation.